Event description:
Unit went into default while on pt in CT scanner. No pt injury reported to field serv tech at time of serv.

Manufacturer narrative:
Lab testing revealed no visible problems with the pcb on visual inspection. Tested the pcb with the fast transient/burst generator. Determined that the failure observed by the customer was caused by fast transient noise on the a/c voltage line.